Manufacturer narrative:
Correction in sections: d1, d3, d4, and h4.

Manufacturer narrative:
This product is registered as a combination product. ¿the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that decreases in ventricular sensing on a patient's device since (B)(6) 2020 was observed. Ventricular undersensing and low r-waves were noticed. Programming changes were made. Patient was asymptomatic prior to and after the programming changes. No sensing issues were appreciated on egms after changes were made.